Event description:
It was reported that while in the cardio cath lab, the physician punctured the pt's left femoral artery and inserted the super arrow-flex (saf) and dilator. He attached the one-way valve and vacuumed the intra-aortic balloon (iab) twice inside of the tray to wrap the iab tightly. He assured the catheter was fastened tightly, so he took the iab from the tray horizontally per instructions for use. During the insertion, the iab stopped advancing and stuck in the saf. He could not pass it through the saf due to critical resistance. He removed the saf and iab together and opened another iab kit. The second iab was inserted successfully. There was a 5 minute delay/interruption in therapy. There was no reported pt injury, complications or death. The pt outcome is noted as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.